Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, multiple patients or orders were not crossing. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-apr-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined the issue was that multiple patients and orders were not crossing. The technical support specialist dialed into the app server and ran the server downtime query, which showed the "disconnectedflag" as "0" and the "activeflag" as "1". They then dialed into the medsurgsouth station and verified that there was no patient/order delayed down notice on the screen. Messages from carefusion coordination engine (cce) were processing successfully with the current timestamp, and the interface connection status was ok. The technical support specialist confirmed the device functionality. The system functioned as intended after the technical support specialist investigated the device.